Event description:
The product surveillance technician (pst) reported that during bench evaluation of the device in the laboratory, the plastic clamp on the air bubble detector (abd) broke off. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00775 and #1828100-2014-01092. The reported complaint was confirmed by the pst. The part will be retained. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.